Event description:
Related manufacturer report number:3006705815-2024-01491. It was reported that the patient was experiencing inadequate relief from their scs system and has been unable to enter MRI mode despite multiple trouble shooting attempts. The patient has since noted being unable to connect to their ipg via external communicating devices. Surgical intervention may take place at a later date to address the issue. Additional information regarding this issue was received via medwatch report (mw5150537).

Manufacturer narrative:
A patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. It was determined the patient's leads read high impedances and had ineffective stimulation. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.